Manufacturer narrative:
Findings: pump was received with blank display due to corroded electronic assembly. Unit had corroded motor and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture after the customer dropped the device in the water. The customer had a blood glucose level was unknown at the time of the incident. The customer states that there was fluid/moisture in the screen of the insulin pump. The customer sent the product back for analysis.